Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from rep indicating that cause remains unknown and there has not been resolution to this problem yet. Patient to meet with manufacturing rep at clinic next week.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient was experiencing pain and intermittent shocking sensations at the implantable neurostimulator (ins) chest site, which felt slightly warm and red, along with intermittent shocking and stiffness down the arm on the side of the ins implant. The patient also reported some discomfort after recharging, but noted no loss of therapy benefit, and mentioned having received a flu shot a few weeks prior. No falls or accidents were reported. The patient checked the dbs with their external device and confirmed it was on, functioning, and the battery status was at 100%. The representative recommended the patient be seen in the clinic to have the incision and impedances checked, and suggested contacting their care team for further evaluation. The issue was not resolved at the time of the report. No surgical intervention has occurred or is planned.